Manufacturer narrative:
Insulet corporation is submitting this MDR that was previously identified for inclusion in the q2 2015 alternative summary report (asr). This MDR is being submitted after the 30 day requirement due to erroneous identification for inclusion into the q2 2015 asr. This error was communicated to FDA on july 31st, 2015 when we submitted a request for permission to submit a retrospective summary report (rsr) under 21 cfr part 803.19. FDA declined insulet participation in the rsr program in a decision dated august 26, 2015 and emailed on september 3, 2015. As a result, insulet is committed to complete these corrections through this submission. The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emt visit for hypoglycemia. No release records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider," and it advises ¿hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.¿

Event description:
The customer reported that her blood glucose was low. She also reported that she called ems and the emt arrived to assist in bringing her blood glucose back up.